Event description:
It was reported prior to using bd vacutainer® sst¿ ii advance, 10 tubes had no gel and the stopper was broken. It is not specified whether all 10 tubes exhibited both defects. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The evaluation of these photos illustrates a split stopper and two tubes with missing gel. A total of 100 retained samples were visually inspected, and no missing gel was found. Additionally, 100 retained samples were examined for split stoppers, and no defects were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: damaged stopper and missing gel. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® sst¿ ii advance, 10 tubes had no gel and the stopper was broken. It is not specified whether all 10 tubes exhibited both defects. No adverse impact was reported regarding the patient or user.